Event description:
During a procedure the impactor tip broke. Some pieces of the tip were unable to be retrieved and were left in the pt.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.